Manufacturer narrative:
(B)(6). The PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a biliary drainage procedure, the physician implanted an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter in the patient's biliary tract .the next day the physician found the joint of the catheter was leaking as it was separated from the catheter. As a result, the physician removed the drainage catheter and replaced it with another. The patient was reported to be in "good condition". A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The device cannot be returned due to being discarded at the hospital.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU) manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other complaint reported in lot 8754842 for the same failure from the same hospital on a different date. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.